Event description:
It was reported that there were 2 occurrences where blood pools on the stoppers with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: we have been told by users it was detected a few blood drops on the stoppers of the tubes. Risk of blood contamination for the surface of the tube and the health professional.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. As per the instruction for use it states that the top of the stopper may contain residual blood. Phlebotomy technique may influence its size. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for blood pooling with the incident lot was observed. As per the instruction for use it states that the top of the stopper may contain residual blood. Phlebotomy technique may influence its size. Root cause description: based on the evaluation of the picture, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences where blood pools on the stoppers with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: we have been told by users it was detected a few blood drops on the stoppers of the tubes. Risk of blood contamination for the surface of the tube and the health professional.